Event description:
It was reported that a patient with 27mm 6900p pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of six (6) years, five (5) months due to severe stenosis and regurgitation. The patient presented with doe and le edema. The tmvr was performed successfully with a 26mm 9600tfx transcatheter valve. The patient was discharged to home in a stable condition on pod #3.

Manufacturer narrative:
H11: corrected data: corrected h6 clinical code by replacing code-1965 and code-4451 with code-4446 corrected b5 and b7.

Manufacturer narrative:
H10: additional manufacturer narrative: updated d4 expiration date. Updated h4 device manufacturer date. Updated h6 type of investigation by adding code-3331. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected h6 investigation conclusion by replacing code-4315 with code-50.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 27mm 6900p pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of six (6) years, five (5) months due to severe stenosis and regurgitation. The tmvr was performed successfully with a 26mm 9600tfx transcatheter valve. The patient was discharged to home in a stable condition on pod #3.